Manufacturer narrative:
Other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (2000mcg/ml at 975.1mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2018, the hcp saw the catheter disconnected from the pump via imaging; the representative disagreed with this diagnosis. At first, they were able to aspirate from the side port. The logs were all normal. The patient had horrible withdrawal and many old catheters. The surgeon's initial plan was to just change the pump because of the picture they thought it was a disconnect. The pump was changed and then they could not aspirate. The pump was disconnected and still could not aspirate. A small piece of the catheter was freed up and there appeared a small hole in the old legacy catheter, which was clearly intermittent and just the patient's breathing affected it. The catheter was repaired and the patient was doing great as of (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the withdrawal was first noticed on (B)(6) 2018. The catheter was not disconnected. It was the old catheter that looked disconnected on the x-ray, but it was not. The cause of the hole in the catheter was not determined. There were no further complications reported at this time.